Manufacturer narrative:
Correction: this correction MDR is to address missing information in section h6, evaluation codes reported in the initial submission. Method: was left blank and should have been 4118. Results: was left blank and should have been 3233. Additional information: we have subsequently received the investigation results for serial number (B)(6). Device evaluation: product evaluation was not performed because the iol remains implanted in the patient''s eye. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no other complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Manufacturer narrative:
Additional information: breakdown of 1 events is as follows: haptic damaged 1. Serial number of the suspect product: (B)(4). Zero investigations have been completed, and 1 investigation is pending from this period. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed.

Event description:
This report summarizes <noe>1 </noe> malfunction events. The events were related to lens damage. There were no patient injuries reported associated to the events.